Event description:
Information received by medtronic indicated the customer reports unable to pair transmitter and mobile. No harm requiring medical intervention was reported. Troubleshooting was performed. Product will not be returned for analysis. The customer will continue to use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using +guardian+ software version 1.3.1 installed on samsung galaxy s8, +android 9+ with a transmitter was conducted, and confirmed the issue is reproducible. We were able to reproduce the issue 100% of the time during testing. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications. After conducting a thorough investigation, it has been discovered that an incorrect zshield configuration was utilized during the creation of the zeus app. As a result, the app's performance has been impacted, as its ability to establish a ble connection. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: # uninstall guardian app. # unpair all bluetooth devices from the samsung galaxy s8. # install the guardian app. # close all apps(using force close) # run the guardian app. # pair the gst (transmitter). # navigate to sensor setup screen. # tap on the â¿¿skip you can set up laterâ¿¿ button. # tap on the â¿¿all done!â¿¿ button. # connect physical the gst(transmitter) and sensor. # wait 40 minutes. If it does not help, do next steps(you need to repeat these steps until it help at least 3 times): # force close the guardian app. # run the guardian app. # wait 40 minutes. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. This issue will be fixed in a new release 1.3.1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.